Manufacturer narrative:
(B)(4).

Event description:
The pt experienced pain at the pump site. As of 12/16/2010, the pump delivered fentanyl, clonidine, bupivacaine, and baclofen. The pump was surgically repositioned on (B)(6) 2010. The outcome was reported as resolved without sequela.